Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Examination of the instrument confirmed the incident as reported with the failure likely due to over-torqueing as it was indicated that the bone quality may have been a factor.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a screw reducer was used as an adjustable screwdriver and the tip broke off. The tip remains in the patient confined to the screw head.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a screw reducer was used as an adjustable screwdriver and the tip broke off. The tip remains in the patient confined to the screw head.